Manufacturer narrative:
The manufacturer is trying to obtain the serial number of the unit. The manufacturer was advised that the device will not be returning for evaluation as it was disposed of in the operating room. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The centrimag was disposed of and was not returned to thoratec for evaluation; however, the report of thrombus was confirmed based on the evaluation of a submitted photograph from the time of the event. The photograph revealed an apparent tissue like deposition of clotted blood within the centrimag blood pump housing situated around the rotor. It was communicated that the patient¿s anticoagulation was held for a short period of time. The deposition appeared to lack lamination or denaturation indicating it likely developed acutely while the centrimag was supporting the patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with an acute blood pump system for ventricular support. The vad coordinator reported that the patient was implanted with an lvad and rvad. The patient has remained in the hospital since implant. During the post-operative course, the patient developed a gi bleed that caused the patient to be off of heparin gtt for a short period of time. After the gi bleed subsided, the patient was placed back onto anticoagulation agents. On60 /28/2014, the clinicians noticed a dark red clot in the rvad pump. The rvad pump was replaced with another rvad pump and the patient is in stable condition. They are continuing to monitor the patient for signs of hemolysis due to the implanted lvad pump. The rvad was disposed of in the operating room.